Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed during a follow-up in clinic due to suspected lead noise. The noise could not be reproduced with in-clinic evaluation. The asymptomatic patient will continue to be closely monitored.